Manufacturer narrative:
(B)(4). The stent delivery system was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the patient presented acutely with a myocardial infarction from vessel thrombosis originating in the proximal right coronary artery (rca). The thrombus was aspirated and a 2.5 x 23 mm xience alpine stent delivery system (sds) was advanced to the right posterior atrioventricular segment. The stent was successfully deployed at 12 atmospheres, but during deployment a balloon rupture occurred resulting in a vessel perforation. The stent delivery system was removed and a non-abbott balloon was used to seal the perforation. Another xience alpine stent was deployed in the proximal rca. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the delivery system was pressurized. Fluid started leaking from a radial rupture in the balloon shoulder. A review of the final assembly lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. An expanded review was conducted and determined there is no evidence to indicate any underlying issue with the subject lot or that a wider population of product has potentially been impacted. The performance of these devices will continue to be monitored.